Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; an opening on anterior. No wrinkles were observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported for left side "implant removed due to problems", "rupture", "loss of form" . The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side "implant removed due to problems", "rupture", "loss of form" . The device was explanted.